Manufacturer narrative:
Analysis and results: there are previous complaints of this code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received 8 open, unused samples with the needle detached from the thread and the thread is still wound on the pack. Reviewed batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. Furthermore, considering that there are two previous complaints of this code-batch for the same issue, we will consider this complaint as confirmed. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle is detached from thread on a number of foils. There was no patient involvement.